Event description:
It was reported by the rep that when the device was used during a laparoscopic nissen fundoplication procedure, malformed staples occurred. The case was completed with the same device. There was no consequence to pt.